Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had constant motor error alarms during the rewind due to moisture damage to the motor home switch. The insulin pump passed the displacement test. The functional testing could not be completed due to the motor error alarms. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.